Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater cooler. Part 16-02-80 is the (B)(6) voltage model (230) for the 3t heater cooler. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that it took thirty minutes to warm cardioplegia from 20 degrees celsius to 35 degrees celsius. A sorin group (B)(4) rep checked the device and was able to reproduce the problem the temperature valve would stick at low temperatures. The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no report of pt injury. The report submitted by the facility had indicated the problem was likely to cause injury. This medwatch report is filed as a result of this allegation.

Event description:
The perfusionist reported that it took thirty minutes to warm cardioplegia from 20 degrees celsius to 35 degrees celsius. There was no report of pt injury.